Manufacturer narrative:
Patient date of death populated in this section. Patient code populated in this section to reflect patient death. On 18 dec 2019, the manufacturer was notified by a philips rep that the patient had died on , two days after the procedure. Cause of death was not determined.

Manufacturer narrative:
Patient date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a left ventricular (lv) lead and a right ventricular (rv) lead due to infection. First, a spectranetics lead locking device (lld) and tightrail devices were used to successfully extract the lv lead. The physician then used multiple spectranetics devices (glidelight, sightrail, lld and tightrail) to attempt extraction of the rv lead. While using a 13f tightrail device, the patient's blood pressure dropped while the tightrail device was in the distal part of the superior vena cava (svc) coil. Rescue efforts commenced immediately, including sternotomy, and an svc tear was discovered. The svc injury was repaired successfully and the patient survived the procedure. There was no reported malfunction of any spectranetics devices in use during the procedure.